Event description:
The patient had not been able to charge since (B) (6)/(B) (6) 2009. There were problems with coupling; the patient typically only got 3-4 coupling bars. The ins was almost vertical in the right abdomen. The patient felt the battery was flipping over and moving. When the device was functioning, the patient had significant improvement of his symptoms in the lower extremities, particularly the anterior thighs. It appeared that the complications were secondary to the patient's obesity and to a significant amount of soft tissue surrounding the generator. The patient had an appointment (B) (6) 2009 to see a manufacturer representative. The power-on-reset (por) was performed twice to facilitate a normal recharge session; 6-8 coupling bars were achieved. The device was at 50% with the por cleared. The patient was instructed to charge to 100% before using the stimulator and to watch the ins closely as it would discharge more quickly. The patient agreed to call if he needed further assistance.

Manufacturer narrative:
(B) (4).